Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to user error. The user was performing a scheduled software upgrade and did not follow instruction properly. The user interrupted the upgrade which resulted in the reported issue. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device continuously power cycled itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device continuously power cycled itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified that the device continuously power cycled itself. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.